Event description:
The proximal tip of the catheter became stuck on the wall of the septum during an af ablation procedure. Fluoro did not indicate what was causing the sticking. The catheter was extracted through the septum and right pulmonary vein, with approximately 12mm of biopsy tissue on the proximal tip. It was also reported the catheter deflection mechanism was not working. After removal, the cardiologist said the patient showed no signs of injury.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary fa22182-38 manipulator wire broken. Manipulator wires can break when the curve control is manipulated and the tip is restricted in a curve. It could not be determined how/why the tissue was on the tip.